Event description:
Spontaneous call from nurse requesting replacement pump. She advised they were getting numerous alarms that had no basis and it increased visit time by 35 mins. No further info reported. Unk if the device is still on hand. Unk if a dose was missed. No reports of any adverse events. Reported to (B)(6).